Manufacturer narrative:
Concomitant medical products- ocr fem head 32mm -3.5 offset 12/14 (cat# 142-32-93). Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis significant edge loading of the femoral head on the acetabular liner due to implant positioning and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the monitoring reported due to early prosthesis wear and osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). A risk assessment has been initiated to escalate this issue.

Event description:
The 75 year old female patient involved was reported as wear monitoring due to osteolysis and early prosthesis wear approximately 6.5 years after the right tha index surgery. The prosthesis wear and osteolysis were able to be confirmed from the provided radiograph. However, the devices were not available for evaluation as they remain implanted. Per radiograph investigation findings and based on the relative difference in the distances between the femoral head and the edge of the acetabular shell, there appears to be polyethylene wear of the liner in the direction of the applied load resulting in eccentric positioning of the prosthetic head within the acetabular cup and proximal migration of the femoral head.

Manufacturer narrative:
H6. Investigation results-based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: significant edge loading of the femoral head on the acetabular liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified as follows: patients with increased risk tend to present with signs for prosthesis wear and subsequent particle-induced osteolysis within the first 5 years after the index arthroplasty and have the following characteristics: significant edge loading of the femoral head on the acetabular liner, patients implanted with a lateralized liner, patients in whom the largest available femoral head and/or thinnest available acetabular liner was used, and patients implanted with a component having a shelf age of greater than 2 years. Those patients having a combination of risk factors will have the highest risk for early wear and lysis. The prosthesis wear and osteolysis were able to be confirmed from the provided radiograph. G3. Updated to reflect investigation conclusion.

Event description:
Additional legal information received revision operative report (B)(6) 2022 [relevant information]: preoperative diagnosis-failed right total hip due to eccentric polywear. 76 yo female. Developed progressive pain in right hip for ¿last couple of year¿. X-rays show loosening, eccentric poly wear and acetabular and femoral osteolysis. CT scan demonstrate extensive acetabular osteolysis. Preop periprosthetic joint infection testing was negative (crp: 1, esr 29). Severe synovitis is confirmed with extensive local soft tissue reaction. Synovial fluid appeared to be clear. There was osteolysis in the proximal femur, performed excisional curettage of the femur removing the osteolysis. The exactech novation acetabular component was well fixed, however the anteversion was minimal and there was catastrophic wear of the poly liner. The liner was removed, as well as the three screws that were loose. There was significant bone loss in the acetabulum paprosky iic with severe ilium and pubic osteolysis. The osteolysis was removed with curettage to be filled with bone graft. Dressing applied and the patient was transferred to the recovery room in stable condition after reversal of anesthesia. Outpatient follow-up at 6 weeks.

Manufacturer narrative:
Additional information: b3, b5, b6b, b7, d6b, d10, & h9 d10. Serial #: 2908074, category #:101-05-30 - 3.2mm drill bit30mm 1pk, serial #:(B)(6),category #: 164-13-08 - novation element ro s/o col sz 8, serial #:(B)(6),category #: 186-01-48 - integrip cc, cluster 48mm, g1, serial #:(B)(6),category #: 142-32-93 - cocr fem head 32mm -3.5 offset 12/14, serial #: (B)(6),category #: 180-65-20 - alteon 6.5mm screw, 20mm, h7. Recall -yes.